Event description:
It was reported that during the implant attempt, the suture sleeve moved into the vein. The vein was extended and blood loss originated from it. When the lead was removed, the sleeve was found. The blood loss was stopped surgically. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.